Event description:
It was reported that, during a hip procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to noise oversensing caused by electromagnetic interference (emi). It was further noted that a magnet was not used during the procedure to prevent oversensing episodes. Technical services (ts) recommended the use of a magnet during any such procedures and advised further evaluation of the device. No adverse patient effects were reported. This crt-d remains in service.